Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event. The patient was receiving effective pain relief prior to explant and would like to be re-implanted in the future.